Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred and pump supplies were changed multiple times. Minimum fill notifications were received after cartridges were filled with 300 units of insulin. Customer's blood glucose was within 54-500 mg/dl. Customer reverted to another pump and manual injections for insulin therapy.